Event description:
A medtronic representative reported the camera was intermittently receiving power when the camera cable was depressed within chicane arm assembly. This event was discovered outside of the surgical arena and no patient was present.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A continuity check revealed an open at pin 4 of the hirose connector. The spring arm is well worn over all and missing pieces. RMA issued. Replacement part shipped (B)(4) 2011.